Manufacturer narrative:
(B)(4).

Event description:
It was reported "after insertion of the sheath, the user attempted to remove the 3-way stopcock to connect a closed connector. However, the stopcock was very hard to rotate, and when he/she finally removed it, the sidearm twisted and cut off. Therefore, the sheath was removed and replaced with another one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one psi sheath with a swan-ganz catheter and a 3-way stopcock for analysis. The swan-ganz catheter was advanced through the hemostasis valve and sheath. Signs of use in the form of biological material were observed on and within the device. Visual analysis revealed that the sheath sidearm was not separated from the hemostasis valve body. No other defects or anomalies were observed. A manual tug test confirmed the sidearm was secure onto the hemostasis valve body. The sidearm product drawing and the stopcock product drawing were reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage." The customer report of a sheath sidearm separation was not confirmed through complaint investigation of the returned sample. Visual analysis revealed the sidearm was connected and secure onto the hemostasis valve body. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Based on the sample received, no problem was found. Teleflex will co ntinue to monitor and trend for reports of this nature.

Event description:
It was reported "after insertion of the sheath, the user attempted to remove the 3-way stopcock to connect a closed connector. However, the stopcock was very hard to rotate, and when he/she finally removed it, the sidearm twisted and cut off. Therefore, the sheath was removed and replaced with another one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".